Event description:
Patient had a left femoral coolguard placed in the emergency department to maintain normothermia. The next day, it was noted that the saline bags we prime the coolguard with were running dry. This would imply that there was a leak in the line somewhere and that the patient was inadvertently getting bolused with fluids. Details of event: around 05:15 the coolguard alarmed for air in air trap, noticed that 500ml ns bag had ran out. Replaced with new 500ml ns which proceeded to run out over the next half hour with no obvious leak in system. Tubing replaced and new 500ml ns bag started and ran out over the next 30 minutes or so, cvp rose from the 4-6 range to 10-12 range. Patient received 1500ml in total from these three bags of ns. Fourth 500ml ns started in total. Md notified of likely leak in coolguard catheter and md confirmed that a new coolguard catheter will be placed in the right femoral the next day due to malfunction of the first. No injury to patient.